Event description:
Spacelabs received a report that an arkon anesthesia ventilator failed while in use during a patient case on (B)(6) 2015. No one was injured as a result of this event. The clinician hand ventilated the patient while the anesthesia machine was rebooted which returned the ventilator to normal service.

Manufacturer narrative:
Spacelabs has launched an investigation into this service issue and will file a complete report once the investigation is finished.